Event description:
The pt with this lead presented to the ER with a total of 51 shocks (6 successful, 45 unsuccessful) on (B)(6) 2012. It appeared that there was oversensing on the rv lead. There was noise on the ventricular iegm's. Lead impedance was 390, and mean r waves were 11.6 mv. Because of the oversensing a threshold test was impossible. There was no evidence of a conductor break or insulation bread on the x-ray. Decreasing the sensitivity to eliminate the oversensing (noise) had no impact. All tachy therapy was turned off at this time. On (B)(6) 2012 the lead was checked again and had an impedance of less than 200. While checking the lead under fluoroscopy, there was no obvious explanation for the oversensing or low impedance. The physician determined that the lead could not be removed so he snipped off about 20 cm from the proximal end and capped the remaining portion. Should add'l info be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the returned ICD data from (B)(6) 2012 was inspected. The analysis of the available iegms revealed the presence of noise in the ventricular and far-field channels. Since the last follow up, a total of 51 shocks (6 successful, 45 unsuccessful) were recorded, confirming the clinical observation. The values of the pacing impedance (390 ohm) and r waves (11.6 mv) mentioned in the complaint description could be confirmed. No data from (B)(6) 2012 was received for analysis. The lead under complaint was subjected to an extensive analysis. The lead was found dissected at approximately 21 cm distal to the is-1 connector pin. Only the proximal fragment was received. The visual inspection confirmed that the returned lead fragment was free of insulation breaches and conductor fractures, excluding the dissection point. In addition, the dc resistances of the fragment were investigated. No peculiarities were found. During this analysis, no deviations were noted which might be related to the oversensing or impedance < 200 ohm mentioned in the complaint description. In summary, based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation. No indication of a material or manufacturing problem was noted during analysis of the returned lead fragment.